Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys total psa assay on a cobas e 411 analyzer (disk system). Initial result: 0.033 ng/ml. The provider requested that the sample be repeated. Repeat result: 5.65 ng/ml. Based on the patient's history, the repeat result was deemed to be correct.

Manufacturer narrative:
The field service engineer found that the cause was a broken anti-static brush. He replaced the anti-static brush. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.